Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: (B)(6) hospital. (B)(6), pa. Emergency room visit. Chief complaint: vaginal itching. Physical exam: patient has a hernia. Pelvic exam: vaginal discharge, white cottage cheese. Labs & x-rays: urinalysis: wbc 6-10, bacteria 2+. Clinical impression: urinary tract infection, yeast infection, sexually transmitted disease. (B)(6) 2011: (B)(6) practice, pc. (B)(6), md. Office notes. Ventral hernia, present 1 year. Unable to perform usual daily activities. Pain present 11 months, mild, aggravated by coughing, exertion, movement, position, standing. Abdomen: no palpable hernias except ventral hernia above umbilicus. Plan: painful ventral hernia, wishes to have it repaired. Risks, benefits explained including not limited to bleeding, infection, death. 11/03/11: (B)(6) hospital. (B)(6), md. Pathology report. Final diagnosis: abdominal wall, herniorrhaphy: mesothelium-lined congested fibroadipose tissue with areas of scar tissue consistent with ventral hernia sac. Gross description: the specimen is received in formalin labeled ventral hernia sac consists of a seromembranous fibroadipose tissue measuring up to 1.5cm thick by 3.5 x 8.0cm wide. It shows patchy tan red congested areas. A representative sample is submitted. Clinical data: symptomatic ventral hernia. Specimen submitted: hernia sac, ventral. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2011: (B)(6), md. Office notes. Postoperative visit, feeling well. No new complaints. Abdomen: incision appears clean. Plan: no evidence infection. Staples out wound steristrips applied. On (B)(6) 2011: (B)(6), md. Office notes. Abdomen: incision appears clean, slight skin separation, drainage. Will start antibiotics, soaks, return 1 week. On (B)(6) 2011: (B)(6), md. Office notes. Abdomen: incision appears clean, no sign drainage, infection. Plan: had a very superficial area that had slight drainage. Will place antibiotic [sic], follow up wed. On (B)(6) 2011: (B)(6), md. Office notes. Abdomen: small area of skin separation. Will place antibiotic ointment, return 1 week. Plan: suspect slight wound separation. On (B)(6) 2011: (B)(6), md. Office notes. Plan: post-operative surgery site clean. Patient reassured. 2 mm skin sinus cauterized. Incision ok. On (B)(6) 2012: (B)(6), md. Office notes. Plan: wound clean, has slight drainage. Return 1 week. On (B)(6) 2012: (B)(6), md. Office notes. Plan: has scant serous drainage. Patient reassured. Follow up 2 weeks. On (B)(6) 2012: (B)(6), md. Office notes. Plan: ciprofloxacin hcl. Follow up 1 week. On (B)(6) 2012: (B)(6), md. Office notes. Abdomen: has some granulation tissue that was cauterized. Plan: wounds clean, follow up wed. On (B)(6) 2012: (B)(6), md. Office notes. Plan: wound healing well. Return 1 week. On (B)(6) 2012: (B)(6), md. Office notes. Plan: had small area of skin granulation tissue, this was cauterized. On (B)(6) 2012: (B)(6), md. Office notes. Plan: area of skin granulation tissue cauterized. Return 2 weeks. On (B)(6) 2012: (B)(6), md. Office notes. Ventral hernia, present for a while, chronic. Able to perform usual daily activities. Pain present for 2 months. Pain aggravated by coughing, exertion, movement, position, standing. Occasionally notices blood in stool. Abdomen: has 2 small pin hole draining. Impression: hernia ventral incisional [with] obstruction. Plan: wound cauterized, patient reassured. Follow up 2 months. On (B)(6) 2012: (B)(6), md. Office notes. Abdomen: incision appears clean, no sign of drainage, infection except the pinhole drainage present. Plan: CT abdomen & pelvis. On (B)(6) 2012: [missing records: radiology report for the planned CT abdomen & pelvis was not provided.] On (B)(6) 2015: (B)(6). Radiology ¿ xray fistula or sinus tract study. Chronic draining wound status post hernia repair. Impression: nondiagnostic for enterocutaneous fistula. On (B)(6) 2016: (B)(6), md. Progress notes. Attending surgeon statement. Very high risk patient for postoperative morbidity, including wound complications, skin breakdown, infections, pulmonary embolism, deep vein thrombosis, prolonged hospitalization, ventilator requirements, tracheostomy, prolonged ICU stay, need for prolonged rehab. Leak secondary to intraabdominal bowel injury, anastomotic leak leading to sepsis, death. Long discussion with patient regarding significance of this operation and all questions answered. I am confident she has full understanding of these issues, informed consent obtained. On (B)(6) 2016: (B)(6), md. Office notes. Medically cleared for surgery. On (B)(6) 2016: (B)(6), md. Surgical post op [operative] note. Pre procedure diagnosis: incisional hernia, without obstruction or gangrene. ICD-10 incisional hernia without obstruction or gangrene. Enterocutaneous fistula. ICD-10 fistula of intestine. Procedure: repair of incisional hernia with mesh. Cpt4 implantation of mesh or other prosthesis for open incisional or ventral hernia repair or mesh for closure of debridement for necrotizing soft tissue infection. Description: using 20 x 30 cm strattice mesh with tar [transversus abdominis muscle release]. Open component separation of abdominal wall. Cpt4 suture, secondary, of abdominal wall for evisceration or dehiscence. Resection of small intestine with enterostomy. Cpt4 enterectomy, resection of small intestine, with enterostomy. Surgical removal of enterocutaneous fistula. Cpt4 closure of intestinal cutaneous fistula. Post op [operative] diagnosis: enterocutaneous fistula. ICD-10 fistula of intestine. Repair of incisional hernia with mesh. Cpt4 implantation of mesh or other prosthesis for open incisional or ventral hernia repair or mesh for closure of debridement for necrotizing soft tissue infection. Description: using 20 x 30 cm strattice mesh with tar [transversus abdominis muscle release]. Open component separation of abdominal wall. Cpt4 suture, secondary, of abdominal wall for evisceration or dehiscence. Resection of small intestine with enterostomy. Cpt4 enterectomy, resection of small intestine, with enterostomy. Surgical removal of enterocutaneous fistula. Cpt4 closure of intestinal cutaneous fistula. Operative approach: open. Device/implant: strattice mesh. Surgical wound classification: ii clean-contaminated. Specimen removed: yes. Surgical drain tube information: 19 f [french] jp [jackson-pratt] drain x 2. Findings: ¿small bowel entero-cutaneous fistula. Large incisional hernia. Dense adhesions.¿ complications: ¿none.¿ on (B)(6) 2016: (B)(6) center. Implant sticker. Strattice. 20 x 30 cm. Lifecell corp. On (B)(6) 2016: (B)(6), md. Progress notes. Abdomen: incision healing well, jackson-pratt drains stripped, abdominal binder placed. On (B)(6) 2016: (B)(6), md. Progress notes. Abdomen: obese habitus. Appropriately tender along midline incisional site. Packing and staples in place. Jackson-pratt draining serosanguinous fluid. On (B)(6) 2016: (B)(6), md. Physician discharge summary. Admit date: on (B)(6) 2016. Diagnosis: incisional hernia, without obstruction or gangrene. Enterocutaneous fistula. Started on empirically on IV antibiotics as there was purulent fluid in the abdomen but fluid cultures returned negative, will not be discharged on oral antibiotics. Educated on jackson-pratt drain care. Discharge with visiting nurse services for jackson-pratt x 2 drain care. On (B)(6) 2016: (B)(6). Radiology ¿ CT abdomen pelvis. Indication: status post incisional hernia repair rule out intra-abdominal abcess [sic]. Findings: abdominal wall: 14 x 10 x 4 cm rim-enhancing collection in abdominal wall anterior to abdominal wall mesh. A loculated collection measuring 2.4 x 3.6 cm associated with the umbilicus. Evidence of cellulitis associated with subcutaneous fat anterior to this region. Impression: large rim-enhancing collection in abdominal wall anterior to abdominal wall mesh suspicious for infected fluid. Small collection in umbilicus. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: operative report. Pre/postop diagnosis: incarcerated incisional hernia. Operation: repair of an incarcerated incisional hernia. Findings: at the time of surgery are incarcerated incisional hernia. Operative procedure: ¿the patient was taken to the operating room. After placement of the usual anesthetic monitoring devices, was placed in the supine position on the operating room table. Next, under satisfactory anesthesia the abdomen was prepped and draped in the usual sterile fashion. A skin incision was made over the hernia and sharp dissection was used to dissect around the hernia. There was a very large hernia sac with incarcerated omentum and bowel. This was all reduced and fascial flaps were created and then a gore-tex piece of mesh was placed in two layers and sewed to the fascia using 0 and #1 prolene sutures. Extreme care was taken to avoid any injury to underlying tissue structures. The wound was irrigated. The deep tissue was closed with vicryl sutures, skin staples and sterile dressing was applied. A __ [sic] wound device was applied and the patient was reversed from anesthesia.¿ (B)(6) 2011: implant record. Description: dualmesh. Type: implant. Qty: 1. Expiration: 06/2016. Lot#: 9238393. Model #: 1dlmc02. Site: ventral hernia. Mfg: gore. The records confirm a gore® dualmesh® biomaterial (1dlmc02/9238393) was implanted during the procedure. (B)(6) 2016: operative report. Pre/postop diagnosis: enterocutaneous fistula and recurrent incisional hernia. Name of procedure: exploratory laparotomy, extensive lysis of adhesions, small-bowel resection, resection of enterocutaneous fistula, scar revision, and bilateral transversus abdominis muscle release, myocutaneous fascial release bilaterally with implantation of a 20 x 30-cm strattice implant. Preop evaluation: this is a patient who has had an incisional hernia repair in the past and has now developed and enterocutaneous fistula and recurrent hernia at the site. She is also morbidly obese. She had cancelled her original planned surgical date, and she comes now for definitive treatment. We had a long discussion with her, both in the office at the time and once again here in holding, where I reviewed the risks, benefits, and alternative of operative intervention. She understands that with her morbid obesity, she has significant risk of a number of issues with this hernia. First and foremost is recurrence of both the hernia and the enterocutaneous fistula. She understands that the likelihood of recurrence of this hernia is probably somewhere in the range of around 50% due to her body habitus and the weak condition of her fascia, and she understands this. We resected a portion of her bowel with releasing further fistulas and/or obstruction, bleeding, infection, resulting in sepsis, death, prolonged hospitalizations, prolonged ICU stay, dvt, pe, injury to the abdominal wall musculature could lead to significant disability due to muscle atrophy and dysfunction of the abdominal wall, and she understands this. I described to her in detail the different options of mesh placement with the possibility of infection which is extremely high in her case, but is an option, versus an abdominal wall reconstruction which will cause more pain and significant comorbidity but potentially with an increased risk may give her a better chance at a lower recurrence and a lower chance of wound complications. I described to her the consequence of an anterior component separation versus a transversus abdominis component separation, and I described to her that the transversus abdominis release is a new procedure that has only been around for a small number of years and thus the long-term risk associated is not entirely clear versus the anterior component separation which has an increased risk of wound complications but has a longer track record of safety and efficacy. The patient wishes to try the transversus abdominis release. Other issues such as postoperative pain, disability were descried to the patient in detail. Wound management and wound complications were described. Once I was confident that she had a full understanding at that time, informed consent was obtained, and all of her questions are answered to her satisfaction. Other issues such as dvt, pe, mi, stoke were all described. Prolonged ventilator requirement, prolonged hospitalization, prolonged ICU stay were all described. Lastly, an option of weight loss surgery, followed by hernia repair, was also offered to the patient, and she had refused at that time and then cancelled her surgery, but again was offered to her today and again she refused it, to consider bariatric surgery first, even though she understands that her weight puts her at greater risk for all the things that we have described to her. Description of procedure: ¿patient was taken to the operating table, prepped and draped in the usual sterile fashion with betadine solution following induction of general anesthesia and endotracheal intubation with adequate ventilation. A skin incision was made on the anterior midline, and she has 3 fistulous tracts in her midabdomen, and the incision was carried around these on both sides to create an elliptical skin incision around the fistula exit point, carried through to deeper tissues with electrocautery. The abdomen was entered from the superior aspect of the incision followed by extensive lysis of adhesions and removing all of the bowel from the hernia site and clearing all of the hernias. There were multiple associated defects in the midline, and this contained fat, small bowel, and colon, and we finally found a single loop of small bowel entering the hernia sac and contributing to the enterocutaneous fistula. This was separated from the abdominal wall, and this entire plug of abdominal wall including the fistulous tracts, all of the cavities, and all of the hernia were excised and sent for permanent section. A small-bowel resection, a side-to-side functional end-to-end anastomosis was then created using a gia80 and ta60. For a side-to-side functional end-to-end anastomosis, 3-0 vicryl was used for some support stitches, and this was dropped back into the peritoneal cavity. At this juncture then, we copiously irrigated and aspirated to clear, and we began our reconstruction. We began by opening the posterior rectus sheath, separating the muscle from the posterior rectus sheath without difficulty. This had not been violated, and we then divided the posterior rectus sheath just medial to the linea semilunaris, and began dividing the transversus abdominis muscle to release this into the preperitoneal plane and thereby gained significant mobility of the posterior rectus sheath was __ [sic] easily to midline. We did this bilaterally. We did this with good hemostasis. Once this was complete, we measured out approximately a 20 x 30-cm preperitoneal space. The visceral sac was then closed using no. 1 vicryl running, and this brought the sac together nicely with entire closure of the peritoneum. A 20 x 30-cm strattice was then chosen, and deployed in the space. It took up the entire space of the preperitoneal space. Some tacky stitches of 0 pds were used. The 2 jp round 19 drains were then put in and brought out separately through the fascia, and these were layered on top of the strattice mesh. The anterior rectus sheath was then closed primarily, and this came together without undue tension using looped 0 pds x 3 with small 4:1 ___ [sic] closure. We irrigated and aspirated to clear the wound, secured the drains in place through the lower aspect of the wound. Skin staples were used interrupted with iodoform packing. Sterile dressings were placed. Patient was then awoken, extubated, taken to the main recovery room, alert and oriented, breathing on her own, having tolerated the procedure without any difficulty. Sponge and instrument counts were correct at the end of the case.¿ (B)(6) 2016: surgical pathology report. Accession #: (B)(6). Clinical hx: incisional hernia, enterocutaneous fistula. Specimen received: fissure/fistula. Pathologic dx: designated enterocutaneous fistula, resection: an ellipse of skin with subcutaneous tissue and a segment of small intestine, showing acute and chronic inflammation, abscess, granulation tissue and focal hyperkeratosis, consistent with enterocutaneous fistula. Gross description: received in formalin and designated ¿abdominal fistula and small bowel fistula¿ is an ellipse of skin measuring 8.0 x 2.5 cm, excised to a depth of 7 cm. The epidermal surface is folded, and it shows a 0.8 cm defect. The cut surface shows a cystic region, corresponding to the epidermal defect, measuring 4.2 cm in greatest dimension. The cyst contains tan-yellow rubbery material. Adjacent to this cystic region is blue suture material, measuring a distance of 4.5 cm. Received separately is a portion of colonic tissue measuring 4.5 cm in length and 5.2 cm in circumference. The serosa shows and attached portion of pink-gray tissue measuring 2.0 x 2.0 x 1.5 cm. The remainder of the serosa is pink-gray and smooth. The mucosa is tan-pink and unremarkable. Representative sections submitted in 3 cassettes as follows: a: cyst. B-c: bowel. There is no information detailing the etiology of the infection. (B)(6) 2016: discharge summary. You were in the hospital because you had you abdominal hernia repaired and part of your intestine removed. Pmh: diabetes, asthma. D/c home with home health. Meds: metformin. Activity: resume normal activity. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: the known medical records span (B)(6), 2011 through (B)(6), 2016 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records for (B)(6), 2012 through (B)(6), 2015 were not provided. Patient information: medical history: smoking: (B)(6) 2009: ½ ppd [pack per day] (B)(6) 2011: ¿former cigarette smoker.¿ (B)(6) 2016 ¿current every day smoker, 1½ packs daily x 15 years, currently 1 cigarette per day.¿ morbid obesity: (B)(6) 2009: 279 lbs., bmi 46.4 (B)(6) 2010: 281 lbs., bmi 46.7 (B)(6) 2011: 285 lbs., bmi 47.4 (B)(6) 2016: ¿morbid obesity¿ (B)(6) 2016: 302 lbs., bmi 52 (B)(6) 2016: 297 lbs., 49.4 (B)(6) 2011: hernia (B)(6) 2012: hernia ventral incisional with obstruction. ¿ gastroesophageal reflux disease (gerd) diabetes mellitus asthma surgical procedures: dates unknown: cesarean section x 2 date unknown: colectomy (B)(6) 2010: cholecystectomy for acute cholecystitis, acutely inflamed, edematous, pus-filled gallbladder (B)(6) 2011: repair of an incarcerated incisional hernia. Implant: gore® dualmesh® biomaterial. (B)(6) 2016: exploratory laparotomy, extensive lysis of adhesions, small bowel resection, resection of enterocutaneous fistula, scar revision, and bilateral transversus abdominis muscle release, myocutaneous fascial release bilaterally with implantation of strattice biologic implant relevant medical information: (B)(6) 2011: emergency room. ¿physical exam: patient has a hernia.¿ implant preoperative complaints: o (B)(6) 2011: ¿ventral hernia, present 1 year. Unable to perform usual daily activities. Weight 285 lbs., bmi 47.4. Pain present 11 months, mild, aggravated by coughing, exertion, movement, position, standing. Abdomen: no palpable hernias except ventral hernia above umbilicus. Plan: painful ventral hernia, wishes to have it repaired.¿ implant procedure: repair of an incarcerated incisional hernia. [Implant: gore® dualmesh® biomaterial, 1dlmc02/9238393, 8 cm x 12 cm x 1 mm thick]. Implant date: (B)(6), 2011 findings: ¿at the time of surgery are incarcerated incisional hernia.¿ description of hernia being treated: ¿a skin incision was made over the hernia and sharp dissection was used to dissect around the hernia. There was a very large hernia sac with incarcerated omentum and bowel.¿ implant size and fixation: ¿this was all reduced and fascial flaps were created and then a gore-tex piece of mesh was placed in two layers and sewed to the fascia using 0 and #1 prolene sutures. Extreme care was taken to avoid any injury to underlying tissue structures. The wound was irrigated. The deep tissue was closed with vicryl sutures, skin staples and sterile dressing was applied. A __ [sic] wound device was applied and the patient was reversed from anesthesia.¿ (B)(6) 2011: pathology report. ¿final diagnosis: abdominal wall, herniorrhaphy: mesothelium-lined congested fibroadipose tissue with areas of scar tissue consistent with ventral hernia sac. Gross description: the specimen is received in formalin labeled ventral hernia sac consists of a seromembranous fibroadipose tissue measuring up to 1.5 cm thick by 3.5 x 8.0 cm wide. It shows patchy tan red congested areas. A representative sample is submitted. Clinical data: symptomatic ventral hernia. Specimen submitted: hernia sac, ventral.¿ relevant medical information: ¿ (B)(6) 2011: ¿postoperative visit, feeling well. No new complaints. Abdomen: incision appears clean. Plan: no evidence infection. Staples out, wound steristrips applied.¿ (B)(6) 2011: ¿abdomen: incision appears clean, slight skin separation, drainage. Will start antibiotics, soaks, return 1 week.¿ (B)(6) 2011: ¿abdomen: incision appears clean, no sign drainage, infection. Plan: had a very superficial area that had slight drainage. Will place antibiotic [sic] and follow up wed.¿ ¿ (B)(6) 2011: ¿abdomen: small area of skin separation. Will place antibiotic ointment, return 1 week. Plan: suspect slight wound separation.¿ (B)(6) 2011: ¿plan: post-operative surgery site clean. Patient reassured. 2 mm skin sinus cauterized. Incision ok.¿ (B)(6) 2012: ¿plan: wound is clean, has slight drainage. Return 1 week.¿ ¿ (B)(6) 2012: ¿plan: has scant serous drainage. Patient reassured. Follow up 2 weeks.¿ ¿ (B)(6) 2012: ¿incision appears clean, with no sign of drainage or infection. Plan: ciprofloxacin hcl. Follow up 1 week.¿ (B)(6) 2012: ¿abdomen: incision appears clean, with no sign of drainage or infection. Has some granulation tissue that was cauterized. Plan: wounds clean, follow up wed.¿ (B)(6) 2012: ¿plan: wound healing well. Return 1 week.¿ (B)(6) 2012: ¿plan: had small area of skin granulation tissue, this was cauterized.¿ (B)(6) 2012: ¿plan: area of skin granulation tissue cauterized. Return 2 weeks.¿ ¿ (B)(6) 2012: ¿ventral hernia, present for a while, chronic. Able to perform usual daily activities. Pain present for 2 months. Pain aggravated by coughing, exertion, movement, position, standing. Occasionally notices blood in stool. Abdomen: has 2 small pin hole draining. Impression: hernia ventral incisional [with] obstruction. Plan: wound cauterized, patient reassured. Follow up 2 months.¿ (B)(6) 2012: ¿abdomen: incision appears clean, no sign of drainage, infection except the pinhole drainage present. Plan: CT abdomen & pelvis.¿ ¿ (B)(6) 2015: x-ray fistula or sinus tract study. ¿chronic draining wound status post hernia repair. Impression: nondiagnostic for enterocutaneous fistula.¿ (B)(6) 2016: ¿... Presents with an incisional hernia, enterocutaneous fistula. Patient reports an abdominal hernia and fistula with drainage since hernia repair 2011. Site has been draining on and off since then... Now scheduled for incisional hernia repair with component separation, possible mesh, possible repair of enterocutaneous fistula.¿ ¿ (B)(6) 2016: ¿very high-risk patient for postoperative morbidity, including wound complications, skin breakdown, infections, pulmonary embolism, deep vein thrombosis, prolonged hospitalization, ventilator requirements, tracheostomy, prolonged ICU stay, need for prolonged rehab, leak secondary to intraabdominal bowel injury, anastomotic leak leading to sepsis, death.¿ preoperative complaints: (B)(6) 2016: ¿pre-procedure diagnosis: incisional hernia, without obstruction or gangrene.¿ (B)(6) 2016: preop evaluation. ¿this is a patient who has had an incisional hernia repair in the past and has now developed and enterocutaneous fistula and recurrent hernia at the site. She is also morbidly obese. She had cancelled her original planned surgical date, and she comes now for definitive treatment. We had a long discussion with her, both in the office at the time and once again here in holding, where I reviewed the risks, benefits, and alternative of operative intervention. She understands that with her morbid obesity, she has significant risk of a number of issues with this hernia. First and foremost is recurrence of both the hernia and the enterocutaneous fistula. She understands that the likelihood of recurrence of this hernia is probably somewhere in the range of around 50% due to her body habitus and the weak condition of her fascia, and she understands this. We resected a portion of her bowel with releasing further fistulas and/or obstruction, [sic] bleeding, infection, resulting in sepsis, death, prolonged hospitalizations, prolonged ICU stay, dvt, pe, injury to the abdominal wall musculature could lead to significant disability due to muscle atrophy and dysfunction of the abdominal wall, and she understands this. I described to her in detail the different options of mesh placement with the possibility of infection which is extremely high in her case, but is an option, versus an abdominal wall reconstruction which will cause more pain and significant comorbidity but potentially with an increased risk may give her a better chance at a lower recurrence and a lower chance of wound complications. I described to her the consequence of an anterior component separation versus a transversus abdominis component separation, and I described to her that the transversus abdominis release is a new procedure that has only been around for a small number of years and thus the long-term risk associated is not entirely clear versus the anterior component separation which has an increased risk of wound complications but has a longer track record of safety and efficacy. The patient wishes to try the transversus abdominis release. Other issues, such as postoperative pain, disability, were descried to the patient in detail. Wound management and wound complications were described. Once I was confident that she had a full understanding at that time, informed consent was obtained, and all of her questions are answered to her satisfaction. Other issues such as dvt, pe, mi, stoke were all described. Prolonged ventilator requirement, prolonged hospitalization, prolonged ICU stay were all described. Lastly, an option of weight loss surgery, followed by hernia repair, was also offered to the patient, and she had refused at that time and then cancelled her surgery, but again was offered to her today and again she refused it, to consider bariatric surgery first, even though she understands that her weight puts her at greater risk for all the things that we have described to her.¿ procedure: exploratory laparotomy, extensive lysis of adhesions, small-bowel resection, resection of enterocutaneous fistula, scar revision, and bilateral transversus abdominis muscle release, myocutaneous fascial release bilaterally with implantation of a 20 x 30-cm strattice implant. Procedure date: (B)(6), 2016 [hospitalization (B)(6) 2016] (B)(6) 2016: "skin incision was made on the anterior midline, and she has 3 fistulous tracts in her midabdomen, and the incision was carried around these on both sides to create an elliptical skin incision around the fistula exit point, carried through to deeper tissues with electrocautery. The abdomen was entered from the superior aspect of the incision followed by extensive lysis of adhesions and removing all of the bowel from the hernia site and clearing all of the hernias. There were multiple associated defects in the midline, and this contained fat, small bowel, and colon, and we finally found a single loop of small bowel entering the hernia sac and contributing to the enterocutaneous fistula. This was separated from the abdominal wall, and this entire plug of abdominal wall including the fistulous tracts, all of the cavities, and all of the hernia were excised and sent for permanent section. A small-bowel resection, a side-to-side functional end-to-end anastomosis was then created using a gia80 and ta60. For a side-to-side functional end-to-end anastomosis, 3-0 vicryl was used for some support stitches, and this was dropped back into the peritoneal cavity. At this juncture then, we copiously irrigated and aspirated to clear, and we began our reconstruction. We began by opening the posterior rectus sheath, separating the muscle from the posterior rectus sheath without difficulty. This had not been violated, and we then divided the posterior rectus sheath just medial to the linea semilunaris, and began dividing the transversus abdominis muscle to release this into the preperitoneal plane and thereby gained significant mobility of the posterior rectus sheath was __ [sic] easily to midline. We did this bilaterally. We did this with good hemostasis. Once this was complete, we measured out approximately a 20 x 30-cm preperitoneal space. The visceral sac was then closed using no. 1 vicryl running, and this brought the sac together nicely with entire closure of the peritoneum. A 20 x 30-cm strattice was then chosen, and deployed in the space. It took up the entire space of the preperitoneal space. Some tacky stitches of 0 pds were used. The 2 jp round 19 drains were then put in and brought out separately through the fascia, and these were layered on top of the strattice mesh. The anterior rectus sheath was then closed primarily, and this came together without undue tension using looped 0 pds x 3 with small 4:1 ___ [sic] closure. We irrigated and aspirated to clear the wound, secured the drains in place through the lower aspect of the wound. Skin staples were used interrupted with iodoform packing.¿ (B)(6) 2016: post op [operative] note. ¿pre-procedure diagnosis: incisional hernia, without obstruction or gangrene. ICD-10 incisional hernia without obstruction or gangrene. Enterocutaneous fistula. ICD-10 fistula of intestine. Procedure: repair of incisional hernia with mesh. Cpt4 implantation of mesh or other prosthesis for open incisional or ventral hernia repair or mesh for closure of debridement for necrotizing soft tissue infection. Description: using 20 x 30 cm strattice mesh with tar [transversus abdominis muscle release]. Open component separation of abdominal wall. Cpt4 suture, secondary, of abdominal wall for evisceration or dehiscence. Resection of small intestine with enterostomy. Cpt4 enterectomy, resection of small intestine, with enterostomy. Surgical removal of enterocutaneous fistula. Cpt4 closure of intestinal cutaneous fistula. Post op [operative] diagnosis: enterocutaneous fistula. ICD-10 fistula of intestine. Repair of incisional hernia with mesh. Cpt4 implantation of mesh or other prosthesis for open incisional or ventral hernia repair or mesh for closure of debridement for necrotizing soft tissue infection. Description: using 20 x 30 cm strattice mesh with tar [transversus abdominis muscle release]. Open component separation of abdominal wall. Cpt4 suture, secondary, of abdominal wall for evisceration or dehiscence. Resection of small intestine with enterostomy. Cpt4 enterectomy, resection of small intestine, with enterostomy. Surgical removal of enterocutaneous fistula. Cpt4 closure of intestinal cutaneous fistula. Operative approach: open. Device/implant: strattice mesh. Surgical wound classification: ii clean-contaminated. Specimen removed: yes. Surgical drain tube information:19 f [french] jp [jackson-pratt] drain x 2. Findings: ¿small bowel entero-cutaneous fistula. Large incisional hernia. Dense adhesions. Complications: none.¿ (B)(6) 2016: pathology. ¿specimen received: fissure/fistula. Pathologic dx: designated enterocutaneous fistula, resection: an ellipse of skin with subcutaneous tissue and a segment of small intestine, showing acute and chronic inflammation, abscess, granulation tissue and focal hyperkeratosis, consistent with enterocutaneous fistula. Gross description: received in formalin and designated ¿abdominal fistula and small bowel fistula¿ is an ellipse of skin measuring 8.0 x 2.5 cm, excised to a depth of 7 cm. The epidermal surface is folded, and it shows a 0.8 cm defect. The cut surface shows a cystic region, corresponding to the epidermal defect, measuring 4.2 cm in greatest dimension. The cyst contains tan-yellow rubbery material. Adjacent to this cystic region is blue suture material, measuring a distance of 4.5 cm. Received separately is a portion of colonic tissue measuring 4.5 cm in length and 5.2 cm in circumference. The serosa shows and attached portion of pink-gray tissue measuring 2.0 x 2.0 x 1.5 cm. The remainder of the serosa is pink-gray and smooth. The mucosa is tan-pink and unremarkable. Representative sections submitted in 3 cassettes as follows: a: cyst. B-c: bowel.¿ (B)(6) 2016: ¿abdomen: incision healing well, jackson-pratt drains stripped, abdominal binder placed.¿ (B)(6) 2016: ¿abdomen: obese habitus. Appropriately tender along midline incisional site. Packing and staples in place. Jackson-pratt draining serosanguinous fluid. (B)(6) 2016: discharge summary. ¿started empirically on IV antibiotics as there was purulent fluid in the abdomen but fluid cultures returned negative, will not be discharged on oral antibiotics. Educated on jackson-pratt drain care.¿ relevant medical information: (B)(6) 2016: CT abdomen/pelvis. ¿indication: rule out intra-abdominal abcess [sic]. Findings: abdominal wall: 14 x 10 x 4 cm rim-enhancing collection in abdominal wall anterior to abdominal wall mesh. A loculated collection measuring 2.4 x 3.6 cm associated with the umbilicus. Evidence of cellulitis associated with subcutaneous fat anterior to this region. Impression: large rim-enhancing collection in abdominal wall anterior to abdominal wall mesh suspicious for infected fluid. Small collection in umbilicus.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use warns, ¿improper positioning of the smoother, nontextured surface adjacent to fascial or subcutaneous tissue will result in minimal tissue attachment. Persistent seroma may result.¿ the instructions for use further warns, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Medical records for (B)(6) 2012 through (B)(6), 2015 were not provided. There is no reference to mesh explantation on (B)(6), 2016 however, permanent mesh is not observed in the CT performed postoperatively on (B)(6) 2016 therefore it is determined that the gore device was explanted during the (B)(6), 2016 procedure. Previous patient codes (1690, 1695, 1862, 1930, 1932, 3191: other used for ¿bowel resection¿, 2240) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Based upon the information received, status of the device is unable to be confirmed and therefore not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect - clinical codes. H6: updated investigation findings . H6: updated investigation conclusions . H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: ¿ the known medical records span (B)(6), 2011 through (B)(6), 2016 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. ¿ medical records for (B)(6), 2012 through (B)(6), 2015 were not provided. Patient information: medical history: ¿ smoking: (B)(6) 2009: ½ ppd [pack per day] (B)(6) 2011: ¿former cigarette smoker.¿ (B)(6) 2016 ¿current every day smoker, 1½ packs daily x 15 years, currently 1 cigarette per day.¿ ¿ morbid obesity: (B)(6) 2009: 279 lbs., bmi 46.4 (B)(6) 2010: 281 lbs., bmi 46.7 (B)(6) 2011: 285 lbs., bmi 47.4 (B)(6) 2016: ¿morbid obesity¿ (B)(6) 2016: 302 lbs., bmi 52 (B)(6) 2016: 297 lbs., 49.4 ¿ (B)(6) 2011: hernia ¿ (B)(6) 2012: hernia ventral incisional with obstruction. ¿ gastroesophageal reflux disease (gerd) ¿ diabetes mellitus ¿ asthma surgical procedures: ¿ dates unknown: cesarean section x 2 ¿ date unknown: colectomy ¿ (B)(6) 2010: cholecystectomy for acute cholecystitis, acutely inflamed, edematous, pus-filled gallbladder ¿ (B)(6) 2011: repair of an incarcerated incisional hernia. Implant: gore® dualmesh® biomaterial. ¿ (B)(6) 2016: exploratory laparotomy, extensive lysis of adhesions, small bowel resection, resection of enterocutaneous fistula, scar revision, and bilateral transversus abdominis muscle release, myocutaneous fascial release bilaterally with implantation of strattice biologic implant relevant medical information: ¿ (B)(6) 2011: emergency room. ¿physical exam: patient has a hernia.¿ implant preoperative complaints: o (B)(6) 2011: ¿ventral hernia, present 1 year. Unable to perform usual daily activities. Weight 285 lbs., bmi 47.4. Pain present 11 months, mild, aggravated by coughing, exertion, movement, position, standing. Abdomen: no palpable hernias except ventral hernia above umbilicus. Plan: painful ventral hernia, wishes to have it repaired.¿ implant procedure: repair of an incarcerated incisional hernia. [Implant: gore® dualmesh® biomaterial, (B)(6), 8 cm x 12 cm x 1 mm thick]. Implant date: (B)(6), 2011 ¿ findings: ¿at the time of surgery are incarcerated incisional hernia.¿ ¿ description of hernia being treated: ¿a skin incision was made over the hernia and sharp dissection was used to dissect around the hernia. There was a very large hernia sac with incarcerated omentum and bowel.¿ ¿ implant size and fixation: ¿this was all reduced and fascial flaps were created and then a gore-tex piece of mesh was placed in two layers and sewed to the fascia using 0 and #1 prolene sutures. Extreme care was taken to avoid any injury to underlying tissue structures. The wound was irrigated. The deep tissue was closed with vicryl sutures, skin staples and sterile dressing was applied. A __ [sic] wound device was applied and the patient was reversed from anesthesia.¿ (B)(6) 2011: pathology report. ¿final diagnosis: abdominal wall, herniorrhaphy: mesothelium-lined congested fibroadipose tissue with areas of scar tissue consistent with ventral hernia sac. Gross description: the specimen is received in formalin labeled ventral hernia sac consists of a seromembranous fibroadipose tissue measuring up to 1.5 cm thick by 3.5 x 8.0 cm wide. It shows patchy tan red congested areas. A representative sample is submitted. Clinical data: symptomatic ventral hernia. Specimen submitted: hernia sac, ventral.¿ relevant medical information: ¿ (B)(6) 2011: ¿postoperative visit, feeling well. No new complaints. Abdomen: incision appears clean. Plan: no evidence infection. Staples out, wound steristrips applied.¿ ¿ (B)(6) 2011: ¿abdomen: incision appears clean, slight skin separation, drainage. Will start antibiotics, soaks, return 1 week.¿ ¿ (B)(6) 2011: ¿abdomen: incision appears clean, no sign drainage, infection. Plan: had a very superficial area that had slight drainage. Will place antibiotic [sic] and follow up wed.¿ ¿ (B)(6) 2011: ¿abdomen: small area of skin separation. Will place antibiotic ointment, return 1 week. Plan: suspect slight wound separation.¿ ¿ (B)(6) 2011: ¿plan: post-operative surgery site clean. Patient reassured. 2 mm skin sinus cauterized. Incision ok.¿ ¿ (B)(6) 2012: ¿plan: wound is clean, has slight drainage. Return 1 week.¿ ¿ (B)(6) 2012: ¿plan: has scant serous drainage. Patient reassured. Follow up 2 weeks.¿ ¿ (B)(6) 2012: ¿incision appears clean, with no sign of drainage or infection. Plan: ciprofloxacin hcl. Follow up 1 week.¿ ¿ (B)(6) 2012: ¿abdomen: incision appears clean, with no sign of drainage or infection. Has some granulation tissue that was cauterized. Plan: wounds clean, follow up wed.¿ ¿ (B)(6) 2012: ¿plan: wound healing well. Return 1 week.¿ ¿ (B)(6) 2012: ¿plan: had small area of skin granulation tissue, this was cauterized.¿ ¿ (B)(6) 2012: ¿plan: area of skin granulation tissue cauterized. Return 2 weeks.¿ ¿ (B)(6) 2012: ¿ventral hernia, present for a while, chronic. Able to perform usual daily activities. Pain present for 2 months. Pain aggravated by coughing, exertion, movement, position, standing. Occasionally notices blood in stool. Abdomen: has 2 small pin hole draining. Impression: hernia ventral incisional [with] obstruction. Plan: wound cauterized, patient reassured. Follow up 2 months.¿ ¿ (B)(6) 2012: ¿abdomen: incision appears clean, no sign of drainage, infection except the pinhole drainage present. Plan: CT abdomen & pelvis.¿ ¿ (B)(6) 2015: x-ray fistula or sinus tract study. ¿chronic draining wound status post hernia repair. Impression: nondiagnostic for enterocutaneous fistula.¿ ¿ (B)(6) 2016: ¿... Presents with an incisional hernia, enterocutaneous fistula. Patient reports an abdominal hernia and fistula with drainage since hernia repair 2011. Site has been draining on and off since then... Now scheduled for incisional hernia repair with component separation, possible mesh, possible repair of enterocutaneous fistula.¿ ¿ (B)(6) 2016: ¿very high-risk patient for postoperative morbidity, including wound complications, skin breakdown, infections, pulmonary embolism, deep vein thrombosis, prolonged hospitalization, ventilator requirements, tracheostomy, prolonged ICU stay, need for prolonged rehab, leak secondary to intraabdominal bowel injury, anastomotic leak leading to sepsis, death.¿ preoperative complaints: ¿ (B)(6) 2016: ¿pre-procedure diagnosis: incisional hernia, without obstruction or gangrene.¿ ¿ (B)(6) 2016: preop evaluation. ¿this is a patient who has had an incisional hernia repair in the past and has now developed and enterocutaneous fistula and recurrent hernia at the site. She is also morbidly obese. She had cancelled her original planned surgical date, and she comes now for definitive treatment. We had a long discussion with her, both in the office at the time and once again here in holding, where I reviewed the risks, benefits, and alternative of operative intervention. She understands that with her morbid obesity, she has significant risk of a number of issues with this hernia. First and foremost is recurrence of both the hernia and the enterocutaneous fistula. She understands that the likelihood of recurrence of this hernia is probably somewhere in the range of around 50% due to her body habitus and the weak condition of her fascia, and she understands this. We resected a portion of her bowel with releasing further fistulas and/or obstruction, [sic] bleeding, infection, resulting in sepsis, death, prolonged hospitalizations, prolonged ICU stay, dvt, pe, injury to the abdominal wall musculature could lead to significant disability due to muscle atrophy and dysfunction of the abdominal wall, and she understands this. I described to her in detail the different options of mesh placement with the possibility of infection which is extremely high in her case, but is an option, versus an abdominal wall reconstruction which will cause more pain and significant comorbidity but potentially with an increased risk may give her a better chance at a lower recurrence and a lower chance of wound complications. I described to her the consequence of an anterior component separation versus a transversus abdominis component separation, and I described to her that the transversus abdominis release is a new procedure that has only been around for a small number of years and thus the long-term risk associated is not entirely clear versus the anterior component separation which has an increased risk of wound complications but has a longer track record of safety and efficacy. The patient wishes to try the transversus abdominis release. Other issues, such as postoperative pain, disability, were descried to the patient in detail. Wound management and wound complications were described. Once I was confident that she had a full understanding at that time, informed consent was obtained, and all of her questions are answered to her satisfaction. Other issues such as dvt, pe, mi, stoke were all described. Prolonged ventilator requirement, prolonged hospitalization, prolonged ICU stay were all described. Lastly, an option of weight loss surgery, followed by hernia repair, was also offered to the patient, and she had refused at that time and then cancelled her surgery, but again was offered to her today and again she refused it, to consider bariatric surgery first, even though she understands that her weight puts her at greater risk for all the things that we have described to her.¿ procedure: exploratory laparotomy, extensive lysis of adhesions, small-bowel resection, resection of enterocutaneous fistula, scar revision, and bilateral transversus abdominis muscle release, myocutaneous fascial release bilaterally with implantation of a 20 x 30-cm strattice implant. Procedure date: (B)(6), 2016 [hospitalization (B)(6), 2016] ¿ (B)(6) 2016: "skin incision was made on the anterior midline, and she has 3 fistulous tracts in her midabdomen, and the incision was carried around these on both sides to create an elliptical skin incision around the fistula exit point, carried through to deeper tissues with electrocautery. The abdomen was entered from the superior aspect of the incision followed by extensive lysis of adhesions and removing all of the bowel from the hernia site and clearing all of the hernias. There were multiple associated defects in the midline, and this contained fat, small bowel, and colon, and we finally found a single loop of small bowel entering the hernia sac and contributing to the enterocutaneous fistula. This was separated from the abdominal wall, and this entire plug of abdominal wall including the fistulous tracts, all of the cavities, and all of the hernia were excised and sent for permanent section. A small-bowel resection, a side-to-side functional end-to-end anastomosis was then created using a gia80 and ta60. For a side-to-side functional end-to-end anastomosis, 3-0 vicryl was used for some support stitches, and this was dropped back into the peritoneal cavity. At this juncture then, we copiously irrigated and aspirated to clear, and we began our reconstruction. We began by opening the posterior rectus sheath, separating the muscle from the posterior rectus sheath without difficulty. This had not been violated, and we then divided the posterior rectus sheath just medial to the linea semilunaris, and began dividing the transversus abdominis muscle to release this into the preperitoneal plane and thereby gained significant mobility of the posterior rectus sheath was __ [sic] easily to midline. We did this bilaterally. We did this with good hemostasis. Once this was complete, we measured out approximately a 20 x 30-cm preperitoneal space. The visceral sac was then closed using no. 1 vicryl running, and this brought the sac together nicely with entire closure of the peritoneum. A 20 x 30-cm strattice was then chosen, and deployed in the space. It took up the entire space of the preperitoneal space. Some tacky stitches of 0 pds were used. The 2 jp round 19 drains were then put in and brought out separately through the fascia, and these were layered on top of the strattice mesh. The anterior rectus sheath was then closed primarily, and this came together without undue tension using looped 0 pds x 3 with small 4:1 ___ [sic] closure. We irrigated and aspirated to clear the wound, secured the drains in place through the lower aspect of the wound. Skin staples were used interrupted with iodoform packing.¿ (B)(6) 2016: post op [operative] note. ¿pre-procedure diagnosis: incisional hernia, without obstruction or gangrene. ICD-10 incisional hernia without obstruction or gangrene. Enterocutaneous fistula. ICD-10 fistula of intestine. Procedure: repair of incisional hernia with mesh. Cpt4 implantation of mesh or other prosthesis for open incisional or ventral hernia repair or mesh for closure of debridement for necrotizing soft tissue infection. Description: using 20 x 30 cm strattice mesh with tar [transversus abdominis muscle release]. Open component separation of abdominal wall. Cpt4 suture, secondary, of abdominal wall for evisceration or dehiscence. Resection of small intestine with enterostomy. Cpt4 enterectomy, resection of small intestine, with enterostomy. Surgical removal of enterocutaneous fistula. Cpt4 closure of intestinal cutaneous fistula. Post op [operative] diagnosis: enterocutaneous fistula. ICD-10 fistula of intestine. Repair of incisional hernia with mesh. Cpt4 implantation of mesh or other prosthesis for open incisional or ventral hernia repair or mesh for closure of debridement for necrotizing soft tissue infection. Description: using 20 x 30 cm strattice mesh with tar [transversus abdominis muscle release]. Open component separation of abdominal wall. Cpt4 suture, secondary, of abdominal wall for evisceration or dehiscence. Resection of small intestine with enterostomy. Cpt4 enterectomy, resection of small intestine, with enterostomy. Surgical removal of enterocutaneous fistula. Cpt4 closure of intestinal cutaneous fistula. Operative approach: open. Device/implant: strattice mesh. Surgical wound classification: ii clean-contaminated. Specimen removed: yes. Surgical drain tube information:19 f [french] jp [jackson-pratt] drain x 2. Findings: ¿small bowel entero-cutaneous fistula. Large incisional hernia. Dense adhesions. Complications: none.¿ (B)(6) 2016: pathology. ¿specimen received: fissure/fistula. Pathologic dx: designated enterocutaneous fistula, resection: an ellipse of skin with subcutaneous tissue and a segment of small intestine, showing acute and chronic inflammation, abscess, granulation tissue and focal hyperkeratosis, consistent with enterocutaneous fistula. Gross description: received in formalin and designated ¿abdominal fistula and small bowel fistula¿ is an ellipse of skin measuring 8.0 x 2.5 cm, excised to a depth of 7 cm. The epidermal surface is folded, and it shows a 0.8 cm defect. The cut surface shows a cystic region, corresponding to the epidermal defect, measuring 4.2 cm in greatest dimension. The cyst contains tan-yellow rubbery material. Adjacent to this cystic region is blue suture material, measuring a distance of 4.5 cm. Received separately is a portion of colonic tissue measuring 4.5 cm in length and 5.2 cm in circumference. The serosa shows and attached portion of pink-gray tissue measuring 2.0 x 2.0 x 1.5 cm. The remainder of the serosa is pink-gray and smooth. The mucosa is tan-pink and unremarkable. Representative sections submitted in 3 cassettes as follows: a: cyst. B-c: bowel.¿ (B)(6) 2016: ¿abdomen: incision healing well, jackson-pratt drains stripped, abdominal binder placed.¿ (B)(6) 2016: ¿abdomen: obese habitus. Appropriately tender along midline incisional site. Packing and staples in place. Jackson-pratt draining serosanguinous fluid. (B)(6) 2016: discharge summary. ¿started empirically on IV antibiotics as there was purulent fluid in the abdomen but fluid cultures returned negative, will not be discharged on oral antibiotics. Educated on jackson-pratt drain care.¿ relevant medical information: ¿ (B)(6) 2016: CT abdomen/pelvis. ¿indication: rule out intra-abdominal abcess [sic]. Findings: abdominal wall: 14 x 10 x 4 cm rim-enhancing collection in abdominal wall anterior to abdominal wall mesh. A loculated collection measuring 2.4 x 3.6 cm associated with the umbilicus. Evidence of cellulitis associated with subcutaneous fat anterior to this region. Impression: large rim-enhancing collection in abdominal wall anterior to abdominal wall mesh suspicious for infected fluid. Small collection in umbilicus.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use warns, ¿improper positioning of the smoother, nontextured surface adjacent to fascial or subcutaneous tissue will result in minimal tissue attachment. Persistent seroma may result.¿ the instructions for use further warns, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Medical records for (B)(6), 2012 through (B)(6), 2015 were not provided. There is no reference to mesh explantation on (B)(6), 2016 however, permanent mesh is not observed in the CT performed postoperatively on (B)(6), 2016 therefore it is determined that the gore device was explanted during the (B)(6), 2016 procedure. Previous patient codes (1690, 1695, 1862, 1930, 1932, 3191: other used for ¿bowel resection¿, 2240) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Based upon the information received, status of the device is unable to be confirmed and therefore not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6)2011, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal wall reconstruction, abscess, bowel resection, adhesions, fistula, hernia recurrence, inflammation, infection. Additional event specific information was not provided.